Manufacturer narrative:
It was reported that the patient experienced chronic pelvic pain and vaginal scarring following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-05062019-0000447350 submitted for adverse event which occurred on (B)(6) 2010. Mwr-05062019-0000447358 submitted for adverse event which occurred on (B)(6) 2015. Mwr-05062019-0000447356 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and prolene was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2010, (B)(6) 2015, (B)(6) 2018. No additional information was provided.